Event description:
It was reported that the product would not stay inflated - the balloon emptied. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).